Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side "swelling months after surgery, fever, sensitive, red, 'sloshing' sound when moving arm, hot to touch when swollen, aching. Taking paracetamol, feels very ill and sick, burning up and very upset" . Subsequently, patient reported receiving a medical report suggesting they "might have a ruptured implant." Device remains implanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Additional, changed, and/or corrected data: b5, b6, b7, d10, h6.

Event description:
Patient additionally reported left side "rupture, capsular contracture baker grade iii, edema, and swelling."

Event description:
Patient reported left side "swelling, fever, sensitive, red, hot to touch, aching", "sloshing sound when moving arm", "upset, wants them replaced" and later "possible rupture". Healthcare professional reported left "no rupture" on ultrasound and capsular contracture baker grade iii. The device remains implanted.

Manufacturer narrative:
Reason for reoperation: capsular contracture baker grade iii, anxiety additional, changed, and/or corrected data: b5, b7, g2, h6.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: capsular contracture: unable to observe since it is not related to the device. Inflammation/irritation: unable to observe since it is not related to the device. Anxiety - product/procedure: unable to observe since it is not related to the device. Noise: unable to observe since it is not related to the device. As per the investigation procedure deformation particles was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported left side "swelling months after surgery, fever, sensitive, red, 'sloshing' sound when moving arm, hot to touch when swollen, aching. Taking paracetamol, feels very ill and sick, burning up and very upset" . Subsequently, patient repodevice has been explanted.rted receiving a medical report suggesting they "might have a ruptured implant." Device has been explanted.